Event description:
Primary stability not achieved, implant wasn't completely covered with bone, diabetes mellitus, smoker, complication in site preparation, immediate implantation, undersized implant bed, mobility.